Event description:
The implantable neurostimulator was no longer working. The pt experienced a return of pain symptoms. No other clinical info was available. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).